Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08645. It was reported that during procedure, the physician noted scratch on the outer insulation on the leads. The leads were not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found the lead body and the outer coil to be compressed consistent with occurring at time of procedure.